Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error. Customer's blood glucose was unknown mg/dl. The customer stated that she had received 2 power error alarms. We verified in alarm history that the 2nd alarm occurred after 4 hours from the first one. It was explained to the customer the meaning of the alarm. The customer was advised that the device would be replaced and revert to back up plan until replacement arrives.